Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a software issue. A technical service specialist successfully executed advanced shrinking and reindexing, followed by rebooting the station to address the issue. The system functioned as intended after the technical service specialist had troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, experienced station has encountered a fatal error related to the underlying data source. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.